Manufacturer narrative:
The pump was received with stripped battery cap coin slot, minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with high blood glucose levels and damage to their insulin pump. The customer's blood glucose level at the time of incident was 435mg/dl. The customer states they treated with manual injection. The customer states the damage is located on battery cap. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.